Manufacturer narrative:
This is a resubmission of the original MDR (submitted via paper copy on 01/29/2015) made at the request of the FDA who notified the company they cannot locate the original MDR.

Event description:
Customer reported an issue with the v-series monitor which may affect patient monitoring. No patient injury was reported.